Manufacturer narrative:
The valve, ventricular catheter, and peritoneal catheter were all patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve, ventricular catheter, and peritoneal catheter all met requirements for the leakage tests as well. The valve met requirements for the reflux and preimplantation tests. It also met requirements for all of the pressure-flow tests. A review of manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported that before the valve was implanted, the physician found that the far end of the product was occluded. A new shunt kit was used to complete the surgery. The patient was reported to be overall ok.